Manufacturer narrative:
The manufacturer has received the sample and it will be evaluated. Results are expected soon.

Event description:
Catheter implanted on (B)(6), 2008, patient came in for dialysis treatment - blood dripping out of arterial leg of catheter.